Event description:
It was reported that the patient had his spectra penile prosthesis removed due to patient dissatisfaction and patient discomfort. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. They performed within specifications. Both cylinders had holes in the outer layer that were the result of a sharp instrument that exposed inner segments. These probably occurred during removal.